Event description:
It was reported that during central processing that the monopolar curved scissors instrument had a cracked housing. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's housing was cracked. The housing had two cracks. Failure analysis concluded that the cracked damage was likely due to mishandling/misuse. Failure analysis also found the following: the instrument's housing had illegible labels. This is most likely due to small bubbles forming on the housing material, occurring during reprocessing. A shiny film had deposited on the instrument chassis. Additionally, a light white residue was seen on the main tube, about 12mm below the extension tube. This is thought to have occurred during reprocessing, as a result of housing material transfer in the sterilization tray. The instrument had 4 uses remaining, but was most likely reprocessed more than 6 times due to the extent of degradation in the housing material. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not in itself constitute a MDR reportable event; however; the white residue found on the main tube if to recur could cause or contribute to an adverse event.